Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned has the hub detached, also the suture was received broken, however the device has evidence of the flare process was performed properly. The dimensional and functional inspection were not measured due to the condition of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24sep2015. It was reported that hub detachment occurred. A 12 flexima¿ apdl was selected for use. During the procedure, it was noted that the body of the drain separated from the hub. Another drainage catheter was used to complete the procedure. No patient complications were reported and the patient's condition was fine. However, device analysis revealed a broken suture.